Event description:
Device returned for analysis with report of "patient reported burning and shocking at site of implant". Follow up with hcp revealed patient had residual first or second degree burns - it hurt transiently until the unit shorted itself out. The pt stated pt smelled smoke and the pt and the pt's spouse were highly disturbed. Hcp stated that there was no danger to the pt's life or limb. Stated that the system had been installed with correct connectors and boots and after months after implant it appeared liquid got in and shorted the system out.